Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The returned sample evaluation concluded that the tip and body detachment during final use are similar failure mode as weak fuse joint, and potentially rollflex inspection escapes. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during fistulagram with angioplasty on the patient's ruaf, the tip of the catheter broke. The tip did not detach. Opened another to complete the procedure. No patient injury.